Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
Note: this report pertains to a jagtome revolution rx, advanix pancreatic stent and naviflex pusher used in the same patient and procedure. It was reported to boston scientific corporation that a jagtome revolution rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician wants to place a prophylactic pancreatic stent to reduce (ercp) pancreatitis. The pancreatic stent was pushed over the wire and could not advance all the way into the duct. They then tried anchoring the wire with the scope elevator and the wire's jacket started ripping off the wire. They tried flushing the scope channel with water and saline to wet the wire, but it did not work. Eventually they had to pull the scope out because the stent was going to be lodged in the scope channel and ended up losing wire access once they pulled the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: the returned jagtome revolution rx was analyzed, and a visual and microscopic evaluation noted that the working length was twisted at distal section and had contrast residues. Media analysis indicates no problem was observed. No other problems with the device were noted. The product analysis of the returned device revealed that the working length was twisted at distal section and had contrast residues. These conditions could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Based on all gathered information, the most probable root cause could not be established.

Event description:
Note: this report pertains to a jagtome revolution rx, advanix pancreatic stent and naviflex pusher used in the same patient and procedure. It was reported to boston scientific corporation that a jagtome revolution rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician wants to place a prophylactic pancreatic stent to reduce (ercp) pancreatitis. The pancreatic stent was pushed over the wire and could not advance all the way into the duct. They then tried anchoring the wire with the scope elevator and the wire's jacket started ripping off the wire. They tried flushing the scope channel with water and saline to wet the wire, but it did not work. Eventually they had to pull the scope out because the stent was going to be lodged in the scope channel and ended up losing wire access once they pulled the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.